Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) reported that the customer's specialty care biomed that is a getinge factory trained decided to verify the battery issue in house. Upon arrival the biomed saw the iabp unit plugged in with the ac power indicator lit. He hit the button on both batteries and they showed all 5 indicators lit showing fully charged batteries. He ran the unit on battery power and plugged the unit in verifying the battery charging indicator was lit and the batteries were charging. The biomed was unable to find any issues with the batteries or the charging of the unit, and returned the iabp for clinical use. (B)(6). Not returned to manufacturer.

Event description:
It was reported that during a routine check performed by the customer's biomedical engineer, it was noted that the cardiosave intra-aortic balloon pump (iabp) was plugged in and left plugged in all weekend and had less than ¼ battery charge. Lights were on, but the battery was not charging. There was no patient involvement, and no adverse event reported.